Event description:
Revision surgery - due to the patient experiencing instability.

Manufacturer narrative:
The reason for this revision surgery was to remedy patient's instability after 8 months, 17 days in vivo. The healthcare professional indicated there was a significant adverse event to the patient. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with the component listed in the complaint. A review of the product complaint report history showed there are 09 prior complaints against this part and has 04 complaints with similar failure mode pertaining to "stability, poor joint". This is the first complaint reported for the incident lot# 59604272. This investigation is limited in scope because the explanted products were not returned to djo surgical and a definitive root cause cannot be determined with confidence. Factors which may cause joint instability that are not associated with the implants are; incorrect implant selection, incorrect surgical technique or patient bone deterioration. No other conditions relating to this event could be determined with confidence. There are no indications of a product or process issue affecting implant safety or effectiveness.